Event description:
A malfunction was reported with a pump, identified by malfunction code 16-0x20e6. There was no adverse impact on the customer's blood glucose level. The customer was informed that the pump required replacement, and a new replacement pump was provided to ensure uninterrupted insulin delivery.